Manufacturer narrative:
Approximate age of device: 79 days. The manufacturer is attempting to acquire the device for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a data log file was sent to the manufacturer for review due to the patient experiencing a pump stop with no audible alarms being heard. Information provided by the manufacturer confirmed that the data log captured the pump stop and a low speed hazard event. Power elevations above 10 associated with pulsatility index events were also noted. The system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported event of a pump stop was confirmed with the data retrieved from the returned system controller. The log file contained intermittent elevated pump power values that was captured up to 14 watts from (B)(6) 2015 to (B)(6) 2015. The elevated pump power values were captured when the pump speed value was at 8800 rpm and 9400 rpm. The pump stop was captured on (B)(6) 2015 and appeared brief as the pump speed recovered to 8690 rpm at the next event. The low speed operation alarm was active and while supported on the power module would not have resulted in an audible alarm, but would have resulted in a visual alarm via the system monitor. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms properly activated when they were induced. The device was operated on a mock circulatory loop while supported on the power module for approximately 24 hours with the flow set to 5.9 lpm at 10,000 rpm and the event recorder was set to every half hour interval. The data was retrieved after the extended operation and the pump power values averaged at 7 watts. The analysis could not determine a specific cause for the speed change contained in the log file. No further information was provided. The manufacturer is closing the file on this event.